Manufacturer narrative:
The reported event of premature discharge of battery/battery problem was not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further battery assessment at various pulse amplitudes found current levels within normal range and no indication of premature battery depletion or battery problem was noted. Longevity assessment was performed, using field settings, and the device exceeded projected longevity and it is considered normal battery depletion.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the physician alleged the pacemaker exhibited premature battery depletion. The physician explanted and replaced the pacemaker. The patient was in stable condition.